Event description:
The manufacturer received information alleging a ventilator's display was blank. The device was not in patient use. During the evaluation of the device at a third party service center, the issue was confirmed. The device's lcd screen was replaced to address the issue.